Event description:
A plastic mouth/tongue blade for video laryngoscope broke into 2 half-pieces during intubation attempt. The pieces were removed and provider used a metal blade. Diagnosis or reason for use: ent surgery for nasal septal deviation, nasal polyps.